Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems ("adjust belt" and "check te" messages) have been confirmed. Upon investigation the electrode belt failed an ECG fall of test. The cause for the failure was a cracked connector on the trunk cable, ECG "c" and "d" cables pulled from strain relief, and an open white (driven ground) trunk cable wrie. The root cause of the damaged cables and connector is physical damage. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving "adjust belt" and "check therapy pad" messages.